Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The set was filled with 8000mg flucloxacillin in 0.9%sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 17, 2020 - april 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the device indicating that a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the white flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.